Event description:
It was reported that the customer experienced a past low blood glucose (bg) event with a lowest level of 42 mg/dl. The customer consumed carbohydrates as a corrective action and was advised by technical support to consult a healthcare provider to discuss potential factors affecting bg levels.